Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range shock impedance measurement of four ohms. There were previous out of range shock impedance measurements, with the first noted to have occurred over a year ago. No noise was observed on the lead. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) that it appears to be an issue with one of the lead shocking coil conductors or a lead insulation issue or possibly due to electromagnetic interference (emi) affecting only one vector. Ts provided guidance to perform adequate testing in all vectors and rule out noise on the rv pace and sense channel as well as rule out emi. Ts noted that if noise and emi can be ruled out and out of range impedance measurements are observed in the rv coil to coil vector, then it is likely a proximal coil issue. Ts discussed the issue with the rep again and indicated it appears to be a proximal coil issue. In response, the rv lead was reprogrammed to the distal coil to device can vector, which was noted to have stable shock impedance measurements of 115 ohms. Ts indicated to consider keeping the high out of range alert limit set at 125 ohms and continue remote monitoring. Ts also discussed that it is the physicians decision if they feel it necessary to perform defibrillation threshold (dft) testing in the new shock vector configuration. The lead remains in-service. No patient symptoms or adverse patient effects were reported.